Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the wake button and the touch screen were unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy, and a replacement pump was sent.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.